Event description:
A caller reported experiencing an alarm 2 followed by alarm 26 due to an occlusion issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or trigger a ¿high¿ reading on the cgm. Technical support instructed the caller through several troubleshooting steps, including disconnecting tubing and delivering boluses, but the occlusion alarm recurred. Eventually, the customer was advised to replace supplies as necessary and resume insulin therapy.